Event description:
The removal of the catheter was initially attempted by the physical therapist post rotator cuff repair. The therapist felt resistance while pulling the catheter so the pt was sent to their doctor. The physician assistant stated that they felt the catheter snap during its removal. A 10 cm portion of the catheter was surgically removed the following day.